Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited the screen going black and no image appears, b30 scope communication error, scope communication errors e216 & e226. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that dust, stains, and foreign material adhered to the electric contacts of the scope connector, resulting in poor connection and deterioration of the electric connection with the system, which caused the failure in the image sensor. Upon examining the scope's appearance, it was confirmed that the glue on the bending section cover had damage, including scratches and chips. This physical damage likely caused additional physical stress leading to deterioration in the electric connection within the image sensor unit at the distal end of the scope. Consequently, the image signal output became unstable, resulting in image sensor failure. The electric connection deteriorated, and the image signal output likely became adversely affected and unstable due to: electric load (stress) accumulated from energization on the image sensor and the internal electric circuit board of the scope connector (including electric parts mounted on the circuit board) in the image sensor unit at the distal end of the scope. Accidental application of static electricity. Overcurrent generated from inserting or withdrawing the system while it was on. Additionally, it is presumed that overcurrent was produced due to inserting or withdrawing the system while it was on, or from other devices or electric wiring, or due to dust or moisture on the electric contacts of the system and video connector. The event can be detected by following the instructions for use: the instruction manual operation manual,"chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system" describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.